Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not producing x-rays. Review of the system log file showed that there were communication errors in sib. The fse replaced the sib. After the replacement of the sib, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system had a communication error between the generator and collimator causing the system to not produce x-rays. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed intermittent problems with system x-ray generation and can communication. The issue was noted to be caused by the sib (system interface board). The fse replaced the sib and returned the system to use in good working order.